Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had very low pressure hydrocephalus and had the strata valve implanted on (B)(6) 2015. According to the report, the shunt wasn't working well for the patient and was removed on (B)(6) 2016. Reportedly, a third ventriculostomy was performed and the patient currently does not have a shunt implanted. The report stated that the patient is currently at home and doing fine, however, is experiencing the symptoms of low pressure hydrocephalus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.